Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system produced poor image quality. The customer stated the images were unusable and the case was finished with another system. There is no report of injury or death associated with the event described in this complaint.